Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occur after the pump reaches 100 units of insulin left in the cartridge or the pump has less than 25% of charge. Customer fills the cartridge with cold insulin and changes pump supplies every 4 to 5 days. Tandem technical support educated customer on labeling. Customer changed pump supplies to address occlusion.